Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was hospitalized with a uti at the beginning of (B)(6) 2016. It was also noted that the patient suddenly lost all of his mobility and it was discovered that the implantable neurostimulator (ins) was off. The consumer reported it was unknown when and how the device turned off but then stated it occurred the morning following an appointment with the health care provider (hcp). The mobility issues were resolved following programming device back on.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.